Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flush valve was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.